Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA evaluation codes of b.14. Was submitted. It should have been b.22. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was implanted and the haptic was damaged. Hence the lens was explanted the next day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in e.1. The manufacturer internal reference number is: (B)(4).